Manufacturer narrative:
(B)(4). Carefusion technical support shipped the customer a replacement alarm board. A returned goods authorization (rga) number was also issued to the customer for the return of the alleged faulty alarm board for evaluation. The alleged faulty alarm board was received on (B)(6) 2015, and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
Biomed at the user facility reported that during an spi procedure, the entire spi passed, however, the power failure alarm is not alarming, even with a "known good" 9 volt battery in place. There was no pt involvement during this incident.